Event description:
It was reported that the pt had a abdominalplasty and breast reduction during 12/00. Surgical wound site infection was noted 3 to 4 weeks post op. Physician performed a debridement of the wound. Pt was diagnosed with cellulitis and hospitalized for 8 days. The pt has recovered.